Manufacturer narrative:
Estimated event date. Estimated implant date. The UDI is unknown because the part and lot numbers were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and myocardial infarction are listed in the xience v and xience nano, everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Event description:
It was reported that the patient had several xience stents implanted some time this year. He has shortness of breath regularly and has difficulty walking short distances at home. He has intermittent chest pains and is on oxygen. It is unclear if he has had a heart attack since the stent procedure. He phoned abbott in search for a social worker to help him get more medical attention. No additional information was provided.